Event description:
During proof-of-concept trial, tech inserted sonostik guide wire introducer and IV catheter into peripheral vein, successful drew blood, noticed resistance during flushing attempt and withdrew IV and introducer. Upon withdrawal noticed introducer guide wire was bent at severe angle. Pt was not harmed.